Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty mpu (microprocessing unit) board. The mpu board has been replaced. Additional: a service history review has been performed and the device has not been serviced prior to this event by baxter. A device history review task has been performed and there were no nonconformances noted during the manufacturing of this product.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a infusor pump with a condition of dropped physically damaged. During the product evaluation at baxter, it was discovered that an intermittent audio alarm was received while the device was running. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.